Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further are received at a later date a supplemental medwatch will be sent. The lot kk2723 expired in 2002 and aligns with product code j617h. Please clarify: is the lot number kk2723? Is the product code vcp371 or j617h?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle broke when sewing the incision during the surgery of fibroid. The broken needle was found. Changed to another device to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the lot kk2723 expired in 2002 and aligns with product code j617h. Please clarify: is the lot number kk2723? Is the product code vcp371 or j617h? This complaint is from health authority. No further information can be provided.